Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from the review, a supplemental medwatch will be filed.

Event description:
It was reported that during an unspecified coronary procedure, the guide wire fractured. A pt2 guide wire had been advanced to the obtuse marginal artery. During the procedure, the guide wire fractured. The physician was able to remove the device with unspecified means. The procedure was completed with another of the same device. There was no patient complications reported with the patient's current condition listed as "ok."